Event description:
Information received from the field notes that the device was in back-up mode. The status code indicated that the device was at eri, even though the patient was not pacemaker dependent and needed little pacing. Download attempts were not successful.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited loss of output and telemetry due to the battery voltage dropping below end of life (eol) level. The device was in backup mode. After replacing the battery and downloading the product code, normal function ensued. The pulse generator was received 5.46 years after explant.